Event description:
Boston scientific received information that during a patient follow up, the patient with this right ventricular (rv) lead reported feeling chest pain. An echocardiogram was performed and it was discovered that the patient had a pericardial effusion. It was believed that the effusion was caused by a perforation of the heart wall close to the apex. The patient was treated for the effusion and responded well. However, it was noted that the pacing impedance and sensing measurements had decreased and there was complete loss of capture at the maximum outputs. A revision will be performed to reposition the lead. No other adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.